Manufacturer narrative:
Manufacturing date -- april 19 2016 - april 20, 2016. The actual device was not returned; however, a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with frusemide in 0.9% sodium chloride solution. The reporter indicated that after 24 hours, only a small amount of the solution had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.